Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that a patient underwent spinal surgery at th5-iliac levels. Post-op, revision surgery was operated to remove the implants on (B)(6) 2015 due to infection. All implants were successfully removed. The surgical time was extended 16-30 min. The product came in contact with the patient. Whether the patient obtained bone union or not is unknown.when the surgeon tried to remove an iliac fas set screw and a connector set screw near the rod with a retaining set screw driver, the screw thread stripped and thus could not be removed. The surgeon used a hospital-owned cutter to remove the implants. The removed implants were disposed at the hospital